Event description:
It was reported to abiomed that this pt was returned to the operating room for re-exploration due to "tamponade". During manipulation of the heart to examine for potential bleeding sites, the physician lifted the apex of the heart. The graft of the 10mm arterial cannula separated from the cannula shaft. The physician clamped off the graft and replaced the cannula with a new one.